Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with touch contamination peritonitis. The patient was treated with vancomycin 2g, twice a week for two weeks and discharged on (B)(6) 2014. The pd nurse stated that the patient resides in a nursing home and was assisted in his pd treatments. She stated poor aseptic technique to be the cause of peritonitis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.